Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to trouble shoot the device. Tac instructed the customer to power the system, remove the scope, clean the contacts with an alcohol prep pad and wait for it to dry before connecting the scope; however, the issue persisted. Tac asked the customer to reseat the digital light control cable on the back of the processor and light source. Tac advised the customer to purchase an maj-2087 light source socket cleaning kit and to send the device in for evaluation if the recommended steps failed to resolve the issue. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.